Manufacturer narrative:
It was reported allegedly the patient was fitted for the brace improperly, the collar was too tall and dug into her neck causing friction ulcers on both trapezii. The ulcers were cleaned and dressed with sterile dressings to protect the area. Referrals have been placed for both wound care and home health care to get help with wound management/dressing changes to avoid neck movements. The collar was discarded and is not available to return for evaluation. The root cause is possibly the patient was fitted with the wrong size collar.

Event description:
It was reported allegedly the patient was fitted for the brace improperly, the collar was too tall and dug into her neck causing friction ulcers on both trapezii.